Manufacturer narrative:
D9 - date returned to mfg - 27 jun 2024. Investigation summary: received one (1) used 114020428 micr0bore ext set 5in pp t-site ndehp for inspection. The t-connector was observed to be separated from the tubing. Evaluation of the bond area showed little to no solvent. The tubing was measured and found to meet dimensional requirements. The needless access device could not be removed from the device. Crazing was observed on the female luer. The probable cause of the crazing and unable to remove the mating device is due to environmental stress during use. Lot history review could not be reviewed due to the unknown lot number. The reported complaint of a separation can be confirmed. The probable cause is due to insufficient solvent applied during manual assembly in costa rica.

Event description:
The event involved a micr0bore ext set 5in pp t-site ndehp where the customer stated that a patient was in bed when a caregiver went into the room, she thought that the patient had completely pulled the peripherally inserted central catheter (PICC) line. The nurse was notified and upon inspection, the PICC was still in place, but the t-connector had come apart where the tubing attaches to the green hub. The nurse practitioner was able to save the PICC but new tubing was needed. The open area, where the tubing disconnected, exposed the infant to potential infection. This is the second one they have done this but do not have lot numbers. The patient was female, black, or african american. The event occurred in the hospital in neonatal intensive care unit (nicu). The original intended procedure was connector for peripherally inserted central catheter and tubing. There was patient involvement and unknown patient or staff harm.

Manufacturer narrative:
The device is available for evaluation- it has not been received.